Event description:
Ivc line previously placed in the right antecubital fossa was removed due to pain and not flushing. During removal, the tip of the catheter itself broke off and remained in the antecubital fossa. Patient was returned to surgery the same day and underwent successful removal. See scanned pages.